Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "mitral transcatheter edge-to-edge repair and mandatory mechanical circulatory support in patients with structural shock" was reviewed. The article presented a prospective single center study, to evaluate the procedural success and survival with m-teer: performed with mandatory mcs. Devices mentioned include mitraclip. The article concluded that in cs complicated by significant mr, m-teer with mandatory mcs can be performed with excellent procedural success and is associated with favorable clinical outcomes. [The primary author and corresponding author was david rizik at honor health scottsdale institution with corresponding email davidrizik@aol.com]. The time frame of the study was january 2016 to august 2024. A total of 30 patients were included in this study, of which 30 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, hypertension, history of atrial fibrillation, previous stroke. (B)(6), unk mitraclip: peri- and post-procedural complications included tissue damage, myocardial infarction, death.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, history of atrial fibrillation, previous stroke. Complications reported included tissue damage, myocardial infarction, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.